Event description:
Patient was implanted with tfn on (B)(6) 2012 for right sub trochanter hip fracture. It is reported surgeon became aware of patient infection at the second incision for the helical blade and performed a wash out surgery on (B)(6) /2012. It is also reported all other incisions have healed. This is 2 of 2 reports for this event.

Manufacturer narrative:
Sterility review: sterilization validation documentation, decision finding protocols, dfps were reviewed and demonstrated that the following sterile part numbers included within this complaint had been evaluated for sterilization. Part numbers: 456.336s and 456.302s: the supporting validation, (B)(4), demonstrates that the minimum routine sterilization dose employed by synthes is effective at achieving a sterility assurance level, sal, of 10-6. In the absence of provided lot information for this part number, it was not possible to verify the certificate of processing from sterigenics; however, routine procedures for sterile lot release includes a review of the sterilization vendor's documentation to include that the dose requirements were met as specified. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.